Event description:
It was reported that: "during procedure, product kinked and was obstructed during surgery (too soft). The patient experianced high a irway pressures, brain herniation during neurosurgery. The saturations dropped below 95% for 5 minutes."

Manufacturer narrative:
Qn# (B)(4). Failure mode "occlusion kinked" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. A device history record review was performed and no relevant findings were identified. If the complaint samples become available at a later date, this complaint will be updated accordingly.